Manufacturer narrative:
The customer¿s report of the IV tubing separated approximately 10-inches above the baby's IV site was confirmed. Visual inspection of the set noted separation from the inlet portion of the distal smartsite y-port. Examination under magnification noted insufficient solvent on the tubing. No other abnormalities were detected. Functional testing was deemed unnecessary due to separation. Dimensional analysis confirmed the tubing to be within specification. The cause of the separated tubing was insufficient/lack of solvent at the engagement between the standard bore tubing and the inlet port of the distal smartsite y-port. The root cause was equipment and/or operator error.

Event description:
The customer reported that during an infusion of an unspecified solution in the pediatrics unit, the IV tubing separated approximately 10-inches above the IV site. The infant¿s father alerted a nurse who found a portion of the separated tubing still connected to the patient¿s left hand IV site and the tubing segment was filled with blood. An unspecified amount of diluted blood was noted on the infant¿s gown and two areas on the bed pad. The nurse immediately applied pressure to the IV site and no further bleeding occurred. The IV catheter was removed intact. Additional monitoring was performed and there was no report of any adverse sequelae.